Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the reservoir. This was discovered during storage. There was no patient involvement. No additional information is available. This is report 2 of 6.

Manufacturer narrative:
(B)(4). The device was manufactured august 28, 2014- september 3, 2014. The device was received for evaluation. Visual inspection revealed white particles between 0.57 and 1.54 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particles were made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.